Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of unknown access sets were observed cracked. The cracks were noted "in both the luer collar and the luer body. Sometimes it is in one or the other, and sometimes it is in both". The events were observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.